Event description:
Reportedly, the stapler was fired across the pulmonary vein. There was then heavy bleeding and the surgeon could not see if the staples formed because of the bleeding. The surgeon stopped the bleeding with a clamp and he then used another ta30vs and finished the case. There was no reported patient injury.